Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov2020145 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020145 met the qc criteria. The complaint issue was not found with the retained cassettes. The complaint is not verified. Similar issues will be tracked and trended.

Event description:
Invalid result (s). User states that they performed the test procedure correctly, but no result developed on the test cassette.